Event description:
Treating physician reported a patient developed a post-operative port site infection and had to have to port removed with the tubing being placed back in the abdominal cavity. Follow-up findings: no further information has been provided by the reporter and allergan has been directed not to contact third-parties regarding this event for our investigation.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned and may have been discarded after surgery by the explant facility. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The explant facility may have discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information or to allow allergan to contact the explant facility or the patient. No additional information regarding the event, causality explant date or patient data will be available. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."